Event description:
It was reported that a user experienced hyperglycemia described as a "rollercoaster" in blood glucose reported at 370 mg/dl while using the ilet and was pausing insulin delivery for extended periods, allowing glucose to rise, then unpausing above 180 mg/dl, announcing a meal, and pausing again to avoid further insulin. Customer care provided support that included review of device reports and user interaction to assess usage patterns and provide operating guidance. Investigation of this case revealed that insulin suspension and repeated pausing after meal announcements interrupted automated delivery, which led to elevated glucose and system confusion, with no device malfunction identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-controlled insulin suspension leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.